Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device will not be returned for evaluation as the implant coil was remained in the patient. An analysis of the actual sample could not be performed and the root cause of this complaint could not be determined. (B)(4).

Event description:
It was reported from (B)(6), that during the treatment of a carotid cavernous fistula. A shunt was fed primarily from numerous feeding arteries branching from the ascending pharyngeal artery. Access to the cavernous sinus was gained via the jugular vein and then navigating through the petrosal sinus. The hydrocoil embolization coil was deployed with noted "significant force felt by the physician." The coil was reported to prematurely detach upon repositioning. A pusher wire was then used to push out the coil from the microcatheter completely. Patient status at time of report: incomplete cure of the fistula, significantly slowed residual flow was still present. Follow up angio required before discharge.